Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.

Event description:
The balloon moved to the inside of the patient's stomach because the stopper got loosened. The indwelling time was 7 days.